Event description:
It was reported that the patient underwent revision surgery to have their artificial urinary sphincter (aus) cuff replaced due to urethral atrophy and incontinence. The physician believed that the prior cuff was too big. The patient is expected to fully recover.